Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. The cartridge was ultimately filled successfully and loaded on to the pump. Subsequently, an occlusion alarm occurred. A system check was performed verifying the occlusion alarms and a crack/ damage was observed on the cartridge. A cartridge change was performed and insulin deliveries were resumed. Blood glucose level ranged between 165-250mg/dl.